Event description:
Event description guidant received information that this transvenous lead exhibited high pacing impedance of approximately 1700 ohms. In addition, thresholds have increased from 1.2v @ 0.4ms at implant to 2.6v @ 0.4 ms currently. The r wave amplitude has not changed. To test the conductor continuity of the lead, a vf induction was done and the patient received a 21 joule shock. Normal shock impedance was observed. The physician elected to cap and abandon the rate/sense portion of this lead, and implanted a separate rate/sense lead without reported complication.